Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this implantable lead was an attempted implant. The helix failed to extend after 30 rotations. A conductor coil fracture was suspected. Therefore, a replacement lead was implanted. No adverse patient effects were reported. It was reported that the initial event date was reported incorrectly. Additionally, new procedure details were received that the physician expressed concern in regard to patient safety resulting from the need for a replacement lead and the increased procedure time and risk. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product is no approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this implantable lead was an attempted implant. The helix failed to extend after 30 rotations. A conductor coil fracture was suspected. Therefore, a replacement lead was implanted. No adverse patient effects were reported. It was reported that the initial event date was reported incorrectly. Additionally, new procedure details were received that the physician expressed concern in regard to patient safety resulting from the need for a replacement lead and the increased procedure time and risk. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was an attempted implant. The helix failed to extend after 30 rotations. A conductor coil fracture was suspected. Therefore, a replacement lead was implanted. No adverse patient effects were reported.